Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was cracked and the o-ring in the reservoir compartment was missing. Customer stated that the pump was dropped and the o-ring wore out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also had a broken belt clip. No further assistance needed.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot, and a shifted end cap sticker.